Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3057, product type screening device .

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient had a rough night and was concerned that the lead moved because of bending. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.